Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a surgery an ophthalmic laser had mechanical damage and did not fit correctly to the trocar. The surgery was completed by an alternate probe. There was no patient harm reported.

Manufacturer narrative:
Additional information has been provided in sections h.10. The company representative was unable to confirm nor replicate the reported event. The product under investigation is not a serviceable device. There was no product returned for testing. Therefore, a service record review was not performed. Therefore, the system was not tested. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4).